Manufacturer narrative:
Based on the results of the investigation, the device was not returned to olympus for evaluation and the customer's allegation was not confirmed. The root cause could not be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. The cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Olympus technical assistance center (tac) support spoke to the customer to troubleshoot the device. Tac determined that the issue was scope related. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the evis exera iii xenon light source displayed a b30 and an e315 error. The event occurred during preparation for use, prior to a diagnostic operation. There was no patient harm or user injury reported due to the event.